Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarms for no apparent reason. The alarm is for check IV sets. There was no patient involvement.

Event description:
It was reported that the device alarms for no apparent reason. The alarm is for check IV sets. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed .the device was repaired, passed all required testing and specifications, and released back to the customer. Bottle side (upper) pressure sensor failure was confirmed and replicated during testing. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor. Device history review: a review of the device history record for sn (B)(6) was performed from 11/18/2014 to 12/29/2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.